Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphedema and migrated juvéderm® voluma¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of lymphedema and migrated juvéderm® voluma¿ as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection." Method of use-posology. ¿ "after the injection, it is important to massage the treated area to make sure that the product is evenly distributed."

Event description:
Healthcare professional reported patient was injected three years ago to the cheeks with unspecified juvéderm® voluma¿. Patient was subsequently diagnosed with lymphedema and the healthcare professional "thinks that the lymphedema looks like migrated juvéderm® voluma¿." No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
The reporting healthcare professional has confirmed that the events are not related to the device.

Event description:
Additional information received from the healthcare professional notes patient initially came to the healthcare professional for a consultation to discuss facial fillers after having issues with "swelling in [their] tear troughs that appeared both post juvéderm® voluma¿ injections and "post breast cancer." This injection with juvéderm® voluma¿ was performed by another physician. The reporting healthcare professional suggested the patient return to their consultant for advice and the consultant "now believed that [the patient] had another medical issue and was investigating this, but it was not related to any dermal filler treatment."